Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the rack pushrod was bent, causing the customer difficulty with loading a cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer adjusted the pushrod and was able to load a cartridge successfully. The customer would continue use of the pump for insulin therapy.